Event description:
Customer's mother called to report air bubbles in the reservoir. Advised the customer on how to remove the air bubbles from the reservoir. The customer was in a rush. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).